Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump stopped working after insulin pump was exposed to moisture with moisture under the display. Customer also reported that the insulin pump showed an open book image alarm. Customer also reported there were no pump errors before open book image alarm. It is unknown if automode feature was in use at the time of the event. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.